Manufacturer narrative:
D2b, pro code (product code), dsk. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the procedure was cancelled. An avvigo multi-modality guidance system was selected for use. During the preparation, the device could not show the image and the image shown was blurred. The procedure was canceled and no patient complications were reported.